Event description:
It was reported that the patient experienced difficulty getting a connection to charge the spinal cord stimulation (scs) implantable pulse generator (ipg). The physician assessed that the issue may have been caused by the ipg being positioned too deeply within the pocket. The patient underwent a revision procedure where the ipg was removed and replaced with a new ipg. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. An analysis of the device data logs did not reveal any anomalies related to issues charging or premature battery depletion. The ipg battery level was well maintained on average and entered hibernation mode only one time before being explanted. A product labeling review identified that the ipg was used per the instructions for use (IFU)/product label. The IFU states not to implant the rechargeable ipg at a depth greater than 2.0 cm, or charging could become ineffective, although this does not appear to be the issue after review of the database analysis. Based on all available information, engineers were unable to determine the cause of the reported difficulty in establishing a connection to charge the ipg. The database analysis confirmed that implant depth guidance from the instructions for use (not greater than 2.0 cm) was not a contributing factor, and device technical evaluation demonstrated normal device characteristics with no product issues detected.

Event description:
It was reported that the patient experienced difficulty getting a connection to charge the spinal cord stimulation (scs) implantable pulse generator (ipg). The physician assessed that the issue may have been caused by the ipg being positioned too deeply within the pocket. The patient underwent a revision procedure where the ipg was removed and replaced with a new ipg. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced difficulty getting a connection to charge the spinal cord stimulation (scs) implantable pulse generator (ipg). The physician assessed that the issue may have been caused by the ipg being positioned too deeply within the pocket. The patient underwent a revision procedure where the ipg was removed and replaced with a new ipg. The patient was doing well postoperatively.